Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon implanted the accolade plus tmzf hip stem on the patient by using the broach handle for navi acc tmzf stem inserter. The surgeon was separating the broach handle from the stem, he found a fragment of metal near the drive hole of stem. However, he could not remove it because he lost it in the patient hip."